Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported by the patient that the monitor is unable to complete the send phase of the remote transmission. The monitor reaches the first green light, but it does not progress. The amber light does not come on. Also, when the monitor dials out, the patient's phone starts to ring. No patient complications were reported as a result of this event.